Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a shorted switch, designator sw36.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.